Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a fresenius clinician reviewed the information provided for this customer experience (ce). Treatment sheets were provided. Although a temporal relationship exists between the 2008k hd machine and the cardiac arrest, and subsequent death, there is no documentation that suggests a causal relationship between the adverse events of the cardiac arrest of the patient and any fresenius products. Additionally, there has been no allegation of device malfunction or deficient product(s) and the association with the adverse events. The clinic manager stated the adverse event was related to the patients preexisting medical conditions. The subsequent expiration was a result of the removal of the patient from life support.

Event description:
A biomedical technician at the user facility reported that a patient coded while undergoing hemodialysis (hd) treatment on a 2008k hd machine. The patient had acute renal failure and had only been undergoing hd therapy for the past one (1) month. The following details were provided for the adverse event. Approximately three (3) to five (5) minutes after the initiation of the hd treatment, the patient experienced cardiac arrest and coded. The hd therapy was discontinued and the blood within the extracorporeal circuit was returned. No blood loss occurred. The rapid response team was called and the patient was transferred to the intensive care unit (ICU). The patient¿s condition stabilized, however, the family decided to end life support. The patient subsequently passed a few days later on (B)(6) 2017. Follow-up was received which revealed that the adverse event was related to the patient¿s existing preconditions and not the fresenius products used during the hd treatment. The patient had acute renal failure, heart issues (arrhythmia), and liver issues. No malfunction of the 2008k hd machine was observed or identified, prior to, during, or following the hd treatment. There was no allegation that a dialyzer malfunction occurred. The machine was not available to be evaluated by the manufacturer. The dialyzer product was not available to be returned to the manufacturer for evaluation as it was discarded by the user facility.

Manufacturer narrative:
Additional information: b5, b6, and b7 plant investigation: the device was not returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation of the device was performed by a fresenius regional equipment specialist (res) and no parts were returned for failure analysis. Therefore, the investigation was not able to confirm a device issue that could be associated with the reported event. However, no malfunction of the fresenius dialyzer was alleged, observed, or identified by the user facility during the patient's final hd treatment. A manufacturing review was performed of the products shipped to the dialysis center for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius dialyzers from the reported catalog number (0500316e) shipped to this account within the selected time frame. A records review was performed on the four lots identified. An investigation of the device manufacturing records was conducted by the manufacturer. There was no indication of product non-acceptance or deviation during the manufacturing process which could be associated with the reported event. The review included a check of non-conformances, rework, labeling, process controls, and any other occurrence in production potentially related to the complaint. The lots passed all release criteria. A review of the batch production records did not reveal a probable cause for the customer complaint. There were no non-conformances identified that relate to the reported event, and all lots met release criteria. Additionally, the dialyzer instructions for use (IFU) document cautions the user regarding reactions.

Event description:
Subsequent treatment records indicated there was an ultrafiltration (uf) setting on the 2008k hemodialysis (hd) machine that was out of tolerance. Follow-up information confirmed the user facility¿s biomedical technician needed help performing the uf problem checklist. A request was made for a fresenius regional equipment specialist (res) to assist with performing the uf problem identification checklist. The res performed an on-site evaluation of the unit. The res completed the uf problem identification checklist with no issues identified. The 2008k hd machine was confirmed to be fully functional. Functional testing performed by the res confirmed the system was operating properly. The unit has been returned to service at the user facility without a recurrence of the event as reported. No parts were available to be returned to the manufacturer for evaluation.